Event description:
It was observed during the device evaluation, the cysto-nephro videoscope exhibited a loose biopsy port. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, a possible cause of the malfunction would include degradation problem. The most possible cause is traced to random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.